Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer failed and the user attempted to dispense one vial, but the machine dispensed two vials. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted to dispense one vial, but the machine dispensed two. A field service engineer (fse) found the mini engine was not exposing the correct pocket and exposing more pockets than requested. After testing, the device appeared to function normally. The mini engine was retested in the hardware test application (hta). Then, the fse completed a proactive inspection, ensured all cables were properly seated, and tested all drawers, the barcode scanner, and printer. The device was rebooted and tested in hta to resolve the issue. The system functioned as intended after the field service engineer repaired the device.